Event description:
It was reported that a bolus of pantolac 40mg IV was given twice and an ongoing primary infusion of pantolac 80ml was programmed at the rate of 8mg/hr (20ml/hr over 4 hours). It was then noted that the infusion ran as fast as the bolus did. The event occurred in the emergency department. There was no patient harm.

Manufacturer narrative:
Additional information provided: b.5.

Manufacturer narrative:
The report of an infusion running as fast as the bolus was not confirmed. Physical inspection of the device noted the instrument seal missing. No abnormalities was observed. No errors or malfunctions were recorded in the device log files on the day of the reported event. The pcu event log contained no obvious programming errors which would explain the reported failure. Log analysis shows that on (B)(6) 2019 at 1:50 am the pump module s/n (B)(6) was attached and programmed for a guardrails drug infusion of pantoprazole inter (drugid 327). A drug amount of 80 mg, diluent amount of 100 ml, rate of 400 ml/h, and vtbi of 100 ml were entered and the infusion was started. Pvi was recorded as 0 ml at the time. At 1:53 am the pump module alarmed for air in line and was restarted seconds later. The pvi was recorded as 2 ml at this time. At 2:08 am the pump module alarmed for air in line. The pvi was recorded as 95.6 ml. At 2:15 am the pump module was channeled off. The pvi was recorded as 95.6 ml. At 2:16 am the pump module was selected for programming and a guardrails drug infusion of pantoprazole cont (drugid 325) was selected. A drug amount of 40 mg, diluent amount of 80 ml, rate of 20 ml/h, and vtbi of 80 ml were programmed and the infusion was started. Pvi was recorded as 95.6 ml at this time. At 3:04 am the pump module alarmed for air in line. The pvi was recorded as 111.3 ml and at 3:10 am the unit was removed from the system. Functional testing performed found the device delivering fluid within specification. The root cause of an infusion of pantolac (pantoprazole cont) reportedly running as fast as the bolus infusion was not identified.

Event description:
It was reported that a bolus of pantolac 40mg IV was given twice and an ongoing primary infusion of pantolac 80ml was programmed at the rate of 8mg/hr (20ml/hr over 4 hours). It was then noted that the infusion ran as fast as the bolus did. The event occurred in the emergency department. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. In previous discussions with the customer, it is their policy not to provide patient information.

Event description:
It was reported that there was an over infusion event occurred in the emergency department. There was no patient harm.